Event description:
Light handle cover fell into operative site during a procedure. The sterile field was compromised. The procedure was delayed. Drapes were removed and patient was re-draped. Patient was given large doses of antibiotics. The procedure was resumed. Patient did not experience any injury or illness as a result of this incident.